Manufacturer narrative:
Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. Without any sample we cannot carry out an analysis in order to take a decision. As stated in the instructions for use of the product, the implantation of this suture is contraindicated in patients with known sensitivities or allergies towards its components (polypropylene, polyethylene and copper phthalocyanine, phthalocyanine, stainless steel and silicone). Mode of action: upon the employment of optilene®, the suture elicits a mild acute inflammatory reaction in the tissue followed by an encapsulation of the suture by fibrous connective tissue. The following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation, stitch sinus, pain, palpable and/or irritating knot, haemorrhage, impaired cosmetic result, burst abdomen, incisional hernia. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample or more information is received in the future, we will re-open the case and analyse it. Please note that when no samples or more data are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that granules form on the thread. No more information has been provided.